Event description:
It was reported that patient received 28 shocks due to lead noise. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. This lead was explanted on (B)(6) 2025 and additional report of fracture received. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. This lead was explanted on (B)(6) 2025 and additional report of fracture received. Upon receipt, a medial fragment was received for analysis. The proximal fragment and the distal fragment were not received for analysis. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation of the medial fragment was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the svc was found stretched, the deformation probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.